Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow block alarm. Blood glucose level at the time of the incident was 492 mg/dl which was treated with manual injection. Customer stated that they replaced four reservoir and trashed four infusion set. It was unknown that if insulin pump was on auto mode. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.